Event description:
The patient had a primary shoulder surgery on (B)(6) 2022. On (B)(6) 2023, the patient had a shoulder hemi-arthroplasty surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain after falling and the cause is unknown. The surgeon revised the patient to a reverse shoulder and the surgery was completed successfully. On (B)(6) 2023, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-aug-2023 lot 2112129: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0207; lat. Glenosphere 36xø24.5 (k193175); lot. 2246186. Lot 2246186: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.